Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag primary console did not meet iec 61000-4-5 standards during its yearly functional checkout. The device was retained by tech services for rework.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not passing surge testing was confirmed via investigation of the returned console. The returned console (serial number: (B)(6)) was received at the pleasanton service depot (psd), and the console did not withstand surge testing of up to 2.0 kv. The unit will be held by the psd until parts become available for rework. The root cause of the reported event was determined to be due to the ac/dc power supply. A corrective action was initiated for this issue, and this centrimag console was manufactured prior to the implementation of this corrective action. The device history record was reviewed and revealed no deviations with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.